Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report # 1222780-2012-00275. Following an unsuccessful cavity integrity assessment (cia) test during a novasure endometrial ablation the physician did a hysteroscopy and saw a uterine perforation at the "center of the fundus and anterior". The procedure was aborted. No intervention required. The patient is "doing well" and was discharged home.

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the suresound as a lot number was not provided by the complainant. According to the instructions for use (IFU) adverse events: potential adverse event include, but are not limited to perforation of the uterine wall. (B)(4).